Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma2d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recorded episodes showed oversensing of atrial noise. The right atrial (ra) lead was indicated to show an increase in threshold and pacing impedance. The atrial noise was indicated to be able to be reproduced when the patient was seen in clinic. A ra lead fracture was suspected. Reprogramming was performed to change the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.